Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Implant date was updated to unknown. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) t3st413, (t3 pro non-platform switched tapered implant 4mm (d) x 13mm (l)) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2022101312. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022101312 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant & infection. Based on the investigation and risk management file review, the most likely root cause determined from the investigation are patient factors, clinician places implant in a patient with poor oral hygiene or parafunctional habits incompatible with long-term osseointegration of implant, bacterial infection. Therefore, based on the available information, device malfunction for the implant (t3st413) and the reported events were non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported implant collar fracture #24, removal of the crown, removal of the implant and immediate replacement. Symptoms: pain, infection and mobility.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.